Event description:
It was reported that a cartridge alarm 20 occurred during pumping. There was no adverse impact to the customer's blood glucose level. Tandem technical support confirmed the issue with consecutive cartridges and resolved to replace the pump. The customer will use mdi as a backup therapy, and a replacement pump with updated software will be sent. Instructions were provided for returning the problematic pump and receiving the new one, and the customer acknowledged understanding these steps.